Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 evaluation codes (methods, results, conclusions). The complaint is unrefuted for one (1) of one (1) mobi-c implant for the failure of migration post-op. The product was not returned and no photos were provided, so an evaluation is unable to be performed. This device is used for treatment. No medical records were provided with the complaint. DHR review: the lot number was not provided, so the DHR is unable to be reviewed. Compatibility: reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Potential root cause. A definitive root cause cannot be determined with the information provided. Corrective/preventive action. No corrective or preventive actions are recommended. Recall and product hold search. A product hold search in etq found no product holds related to recalls for this item number. If any information is received which changes the information in this report, a follow up report will be submitted.

Event description:
It was reported that a patient underwent a mobi-c revision surgery after the implant at c4-5 was discovered to have migrated postoperatively. The implant was removed and a cervical fusion construct was installed to complete the case. There were no additional patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a mobi-c revision surgery after the implant at c4-5 was discovered to have migrated postoperatively. The implant was removed and a cervical fusion construct was installed to complete the case. There were no additional patient impacts reported.